Event description:
It was reported that a small volume folfusor had no flow during patient infusion. One day after the pump was connected, the patient noticed the balloon wasn¿t getting smaller. The following day, the patient returned to the hospital, and it was noted ¿there was some crusting of 5fu (fluorouracil) around the bung¿ and the staff ¿checked that the port was patent, that the bung flushed well¿. ¿there was a meniscus of fluid on the folfusor connector bung prior to reconnection. The flow appeared to be slower than usual, but it did flow. Folfusor was weighed and there was no change in the weight of the folfusor¿. The patient returned later that day for disconnection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6, and h10: h4: the lot was manufactured between june 23, 2023 ¿ june 27, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported no flow; the photograph did not show evidence if there was residual fluid inside the device's bladder. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.